Manufacturer narrative:
E3-occupation: non-healthcare professional / company representative. The device evaluation as noted in section b5, found cable flooding. Based on the results of the investigation, a definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The reported risk/harm is addressed in the instructions for use (IFU): ¦endoscope image disappearance and freezing (warning). ·do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. 3.8 endoscope connection (warning). After connection, check that there is no rattling at the connection between the endoscope and the camera head and that they are firmly secured. Incorrect installation of the endoscope may interfere with observation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited cable flooding. There was no patient involvement.